Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic experiencing dyspnea. Device interrogation revealed that the left ventricular lead had loss of capture. Programming changes were made to resolve the issue. No immediate changes were noted to patient symptoms post programming changes.